Event description:
The customer reported that during a patient procedure and after the acquisition was completed, while attempting to unload the patient from the CT table utilizing the gantry control panel, the CT table would not move. A philips product support representative (psr) confirmed there was no uncommanded motion and no harm to a patient, operator, or bystander. The psr reviewed the log files remotely and determined that the table "in" button was stuck on the right gantry control panel. The customer reported that they removed the patient from the CT table in a controlled fashion utilizing the tape switch on the CT table.

Manufacturer narrative:
(B)(4). On 30-mar-2015, the customer, (B)(6), reported that during a patient procedure and after the acquisition was completed, while attempting to unload the patient from the CT table utilizing the in button on right gantry control panel, couch stuck and the CT table would not move, for ingenuity CT 728326. The customer reported that they removed the patient from the CT table in a controlled fashion utilizing the tape switch on the CT table. A philips product support representative (psr) confirmed that there was no uncommanded motion and no harm to a patient, operator, or bystander. The psr reviewed the log files remotely and determined that the table ¿in¿ button was stuck engaged on the right gantry control panel. The psr instructed the customer to push the table ¿in¿ button on the right gantry control panel. This disengaged the stuck button and the issue was resolved. The psr informed the field service engineer (fse) about the event. The activities performed by psr and fse are documented in a service work order. The bug reps/log files were provided by the fse for investigation. The logs were reviewed by a CT software engineer. The CT software engineer determined that the can trace log showed that the move marker in button on the right gantry panel became stuck at 2:50:34 on (B)(6) 2015. The action to press and release the button as directed by the psr was appropriate and resulted in the button being released. If this issue repeats the control panel should be replaced. Engineering documented their evaluation in a technical review record (trr). CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion emergency stop controls enable termination of motion in hazardous condition emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited the customer disengaged the right gantry control panel ¿in¿ button by pushing it a second time. CT engineering evaluated the log files and determined that the table ¿in¿ button was stuck engaged on the right gantry control panel. As the right gantry panel was not provided for evaluation, the root cause of why the ¿in¿ button could not be determined.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation.